Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified venous side. A 3.5 mm x 15 mm wolverine peripheral cutting balloon was selected for use. However, during second inflation, it was noted that the balloon ruptured in a pinhole form at the tip part at 6atm. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications were reported and the patient status was good post procedure.